Event description:
Catheter was inserted for procedure. When rn attempted to remove catheter, the balloon did not deflate properly causing a small lip to form and make it impossible for catheter to be removed. The doctor from urology came and manipulated catheter until it could be safely removed.